Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 2000022665/5007928.

Event description:
It was reported that the patient was having sharp burning pain and shocking sensations at the implant site. It was noted that there were redness, minimal tenderness and irritation on the skin. The patient went to the emergency room (ER) and showed normal on computerized tomography (CT) scan and blood work. Database analysis revealed no anomalies. The patient underwent an explant procedure wherein the ipg and leads were explanted. The devices were kept by the medical facility.